Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "patient's concern with the product" against right device. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: . Visual analysis of the returned device identified white particles calcification -like in device outer surface, three curved openings and fold creases. Leak test was performed and found openings on the device. A microscopic analysis was performed which identified more than three striated openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: more than three striated openings in the anterior/posterior side assessed as surgical damage.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "patient's concern with the product" against right device. The device has been explanted.